Event description:
It was also reported that the patient received nine shocks due to random noise. The lead was capped. No patient complications were reported as a result of this event.

Event description:
It was also reported that the patient received nine shocks due to random noise. The lead was capped. No further patient complications were reported as a result of this event. Additional information was received and further reports that variable impedances were seen upon moving the lead, suggesting lead fracture. No obvious fracture was seen. Unacceptable thresholds reported. Information received from an attorney alleged the patient suffered physical and other injury, experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. The attorney also alleged the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, suffered physical injuries and various physical manifestations of emotional distress.

Manufacturer narrative:
The information submitted reflects all relevant data received. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed, indicating overdetection/sensing. There was consistent cross-chamber sensing with the ventricular lead detecting the atrial stimuli. This appears to be a lead issue such that the impedance is open circuit, most likely the v-ring.